Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 19 mg/dl. The customer also had a stroke. The customer's sibling had passed away prior to the event. The customer has been off of insulin pump therapy since the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.